Manufacturer narrative:
Failure investigation is still in progress.

Event description:
(B)(4).

Manufacturer narrative:
Manufacturer narrative: the customer reported that they had communication loss of the telemetry and the devices on one floor on the central monitoring system (cns). The device was never sent in for evaluation. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.